Manufacturer narrative:
This incident occurred outside the us. The pump was thoroughly checked. The display window and the cartridge window are scratched. Therefore the display is not longer fully readable. The abnormal noise mentioned by the customer could be verified. This loud noise is a result of the incline position of the vibrator which is caused during the mfg. The damage was caused by a mechanical impact (eg caused by the carrying sys). The loud noise is a result of the incline position of the vibrator which is caused during the mfg.

Event description:
Pt reported the display and the housing on the infusion device are scratched. Pt stated all numbers and letters are readable. Pt reported the infusion device makes an abnormal noise after pressing a button. Affiliate reported the display window is scratched caused by an abrasion. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.